Manufacturer narrative:
Additional information provided by the sales rep revealed the surgeon has recently changed his technique and started using shorter plates and inserting screws at a higher angulations, an angle that is much greater than what the trestle luxe plate affords. He says he's been trying to get compression with his plate and screw construct with this recent change of technique for better fusions. This type of issue has only been seen post-op with corpectomies the few times this has happened. The rep believes this might be a result of increased load being placed on the top screws because of the limited points of fixation the surgeon is working with. The surgeon has consistently used the trestle luxe plating system since 2014. He is familiar with the suggested angulations provided within the surgical technique. Both the surgical technique (lit-84315) and instructions for use (ins-048) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self-centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Event description:
Revision surgery was conducted on (B)(6) 2017 to remove a trestle luxe screw which has passed thru the plate. The trestle luxe anterior plating system was originally implanted on (B)(6) 2017.